Event description:
It was reported that during holmium laser enucleation of the prostate, when powering on the console and pressing the foot pedal, the console goes into case saver mode and error code 225 - swm and safety igbt-swm4 simmer fail. It was unable to bypass the error. The procedure was not completed. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The console was field service at the user's facility. The coolant was refilled before performing the self-test. Upon performing self-tests, the console displayed error code 225. It was verified that the switching module was faulty by exchanging channel three with channel four. Brick four simmered confirming faulty switching module. Therefore, the reported event was confirmed. In addition, the recon switching module was return for analysis, visual inspection was performed; the component was found to be in overall good physical condition.

Event description:
It was reported that during holmium laser enucleation of the prostate, when powering on the console and pressing the foot pedal, the console goes into case saver mode and error code 225 - swm and safety igbt-swm4 simmer fail. It was unable to bypass the error. The procedure was not completed. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.